Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to override a bolus request. Reportedly, the customer delivered a bolus for 20 grams of carbohydrates when blood glucose (bg) decreased slightly below 117 (mg/dl) and attempted to deliver an additional bolus for 10 grams; however, was unable to. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.